Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. The customer reported that they had high blood glucose of 18 mmol/l. The customer treated himself with a correction. The customer reported that after he removed the reservoir from the insulin pump and tilted it and he found it was dripping insulin and it was cracked. Troubleshooting was not performed. The customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.